Event description:
Revision surgery - the surgeon changed the acetabular and liner, used biomed; a djo femoral head was used.

Manufacturer narrative:
The reason for this revision surgery was not reported. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record could not be performed without the part number and lot number. The root cause was not determined with confidence. There is no indication of a product or process issue affecting implant safety or effectiveness.